Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge to resolve this issue and declined further troubleshooting, leading to the closure of the case by technical support.